Manufacturer narrative:
Date of event: occurrence date (B)(6). One actual intermate unit was received for sample analysis. A visual inspection on the returned unit via the naked eye noted that the blue winged luer cap was missing. The reported issue was verified. The cause of the problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a blue winged luer cap was missing from a small volume intermate. There was no patient involvement. No additional information is available.